Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon attempts to interrogate the implantable cardiac monitor telemetry could not be established. The issue was not resolved and no intervention was planned. The physician elected to keep the device implanted and rely on the automatic triggering functionality solely. The patient is undergoing treatment for an unrelated disease. The patient did not experience any health consequences due to this event. The device was explanted at a later unknown date.